Event description:
It was reported that the distal tip broke off and potentially remains in the patient.

Manufacturer narrative:
Alleged failure: upon utilizing the serfas 90-s probe it was noted that the end of the device was missing. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an excessive force used when inserting or removing the probe, the probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for the mechanical displacement of tissue or bone, or to pry/torque or scrub. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal tip broke off and potentially remains in the patient.